Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit had a full staple complement. The loading unit was received with the lock ring rotated out of position. The lock ring was observed to be broken. Functionally, the lock ring was rotated into the correct position. The loading unit was able to be loaded into a representative instrument. The loading unit was applied to test media, all staples were placed, and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the jaws of the reload did not close at all. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due improper orientation of the lock ring or over flexure of the loading unit while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower anterior resection, the jaws of the five reloads would not close and devices were not able to fire. Another reload was used to complete the case. There was no patient injury.